Manufacturer narrative:
One certain locator abutment was returned for inspection. The device was shipped to the supplier (zest) for evaluation. The supplier's evaluation revealed that the post broke at minimum diameter. The complaint is confirmed. The head of the locator abutment showed signs of wear. No manufacturing defects were found. Zest recommends that most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. A singular cause cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the locator abutment (iloa004) fractured on the screw portion. The doctor was able to remove the fractured piece from the implant. Tooth location 6.